Event description:
The company was informed that the patient developed an infection following implantation. The patient underwent surgery to resolve the skin loss from the skin flap infection. The patient's device was explanted in 2009. Advanced bionics is in the process of gathering additional information. Once more information is available , a supplemental report will be submitted.